Manufacturer narrative:
There is no 510k number as product not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe was deformed. A replacement was arranged. There was no patient present.